Event description:
The patient gained and lost (B) (6) in about a month due to a separate medical concern. She experienced pain down her leg and at the pocket site below the device. The patient also experienced bladder spasms whether the stimulation was on or off, overstimulation, and unspecified sensory changes. She could not turn the device on because of a power-on-reset condition. The patient moved, and was seeing a different physician regarding the device.

Manufacturer narrative:
(B) (4).